Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -08.50 diopter implantable collamer lens into the patient's left eye (os). It was reported that the lens was explanted for being too small. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.